Event description:
A surgeon reported that the glaucoma shunt was unable to be released from the delivery system, although the surgeon pushed the release bottom strongly. The procedure was performed with an alternative shunt. After surgery, it was confirmed that the wire of the delivery system was bent. Additional information has been requested.

Manufacturer narrative:
The shunt arrived mounted on the eds. The product was functionally tested and was found to be proper. The complaint could not be confirmed, as the product passed the functional test. The root cause could not be conclusively determined and does not seem to be device related. There have been no other complaints reported in the lot. (B)(4).